Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The replaced data acquisition printed circuit board assembly (da pcba) was received for internal failure analysis. The da pcba was tested and the reported problem could not be duplicated. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
The customer reported a machine pressure sensor autozero failure. There was no patient involvement. The customer reported to have replaced solenoid 2 and 4 which temporally resolved the problem but the problem has now recurred. Technical support advised the customer to replace the data acquisition printed circuit board assembly (da pcba). The customer confirmed that replacing the da pcba resolved the problem.